Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the pilot valve is causing the unit to alarm and fail. Additional malfunction is the power switch is not alarming.